Event description:
International affiliate reports that during vp shunt insertion, the catheter passer broke in the pt's neck when being passed under the skin. The surgeon was unable to locate the broken piece. The broken piece was not palpable. The pt is reported to be in good condition.